Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. Visual evaluation of the returned device found that the flare was detached, and several kinks were noted along the working length. Functional testing could not be performed. The complaint that the loop could not be extended from the sheath was confirmed; the detached flare prevented device actuation. Since the complainant indicated the device was not uncoiled prior to use per the directions for use, the most probable root cause of the failures identified is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A ship history was performed to identify the three most probable lots shipped to this account, and a search of the complaint database revealed that no other complaints exist for the specified lots.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, resistance was encountered while advancing the device down the scope; however, the resistance was not severe. Although no issues were reported with the handle functionality, the snare loop would not extend from the sheath. No bends or kinks noted along the proximal part of the sheath, but it was reported that the device was not completely uncoiled prior to use. The procedure was completed with another captivator polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.